Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a leak in the ipp from a crack in the cylinder connecting tube. No patient clinical consequences were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. The kink resistant tubing (krt) of both cylinders were worn down to filament; no leaks were found. Cylinder 1 has broken fabric threads and exhibited bulging when inflated with syringe in cylinder body. Cylinder 1 was not pressure test due to bulge was identified. Cylinder 2 passed all tests performed. Product analysis was unable to confirm the reported allegation related to fluid leak; however, product analysis identified bulge with broken fabric threads in cylinder 1 could affect the functionality of the device. The ipp cxm inflate/deflate pump was leak tested and visually inspected. Under microscope examination it was observed that the kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. This wear would not affect the functionality of the device. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a leak in the ipp from a crack in the cylinder connecting tube. No patient clinical consequences were reported.